Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (acu tni) results from two different pt samples that were generated by the access 2 instrument. Pt a: the initial accu tni result was 0.90 ng/ml and 0.02 ng/ml upon repeat. Pt b: the pt sample was run in duplicate and 2 different results were obtained: 8.90 ng/ml and 0.01 ng/ml. The erroneous results for pt a and b were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to this event.

Manufacturer narrative:
Per customer, qc was within their specs prior to the event. Sys check conducted on 02/07/07 passed. The samples were collected in bd, plastic, lithium heparin tubes without gel separators. The specimens were centrifuged at 4,100 rcf for 3 mins. The samples were filtered prior to initial testing. The customer did not question any other results at the time of this event. A field svc engineer (fse) was dispatched to the customer's lab in 2007. The fse inspected the instrument and discovered excessive foam in the wash pump. The fse replaced wash buffer supply line. The fse replaced rotor and seal due to rotor/stator not sealing correctly. The fse calibrated the instrument and ran qc with acceptable results. Based on customer contact on 02/16/07, the stated that qc is within specs and no add'l fliers have been reported. Hardware issue addressed by fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.